Manufacturer narrative:
The pump was received with a blank display due to moisture damage at the electronic assembly. Also received with moisture damage on the motor, vibrator tube and battery tube assembly. Unable to verify the button/keypad unresponsive due to the blank display. Unable to perform the unexpected restart, prime, excessive no delivery and occlusion tests due to the blank display. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was unknown. The customer stated that the pump possibly got wet and buttons are not responding. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. Customer stated that she got high blood glucose because pump is not responding and giving her insulin when she presses act.